Event description:
The issue occurred when deploying the ring into patients' eye. It happened on two different days, with different surgeons. On (B)(6) 2026. There was not any patient injury, as the ring literally ejected out of opening in the eye.